Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed controller electrical fault alarms. The site indicated that they believed that there was the event was associated with an issue with the connection. The site further indicated that they did not suspect that the controller had a malfunction and that the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Two (2) electrical fault alarms were logged since (B)(6) 2018, confirming the reported event. However, the alarm log file was not available for analysis; as a result, the nature of the alarms could not be determined. Based on the limited information available and applicable risk documentation, a possible root cause of the electrical fault alarms may be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. If information is provided in the future, a supplemental report will be issued.